Event description:
It was reported that during testing at the healthcare facility, the navigation system was not accurate for automatic registration with the siemens orbic, despite having used different trackers and different orbics. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Correction: according to the repair work order the c-arm was replaced and the issue was resolved. Based on the information received during the follow up report, the navigation system ¿ cart ii can be excluded to have caused or contributed to the reported event and is therefore; the report was filed in error, as there was no found issue with the navigation system.

Event description:
It was reported that during testing at the healthcare facility, the navigation system was not accurate for automatic registration with the siemens orbic, despite having used different trackers and different orbics. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.